Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-feb-2020. The most recent information was received on 12-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), pain in extremity ("pain in leg"), hypoacusis ("decreased hearing"), vision blurred ("blurred vision"), myalgia ("muscle pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). At the time of the report, the back pain, pain in extremity, hypoacusis, vision blurred, myalgia, arthralgia and weight increased outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, hypoacusis, myalgia, pain in extremity, vision blurred and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), pain in extremity ("pain in leg"), hypoacusis ("decreased hearing"), vision blurred ("blurred vision"), myalgia ("muscle pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). At the time of the report, the back pain, pain in extremity, hypoacusis, vision blurred, myalgia, arthralgia and weight increased outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, hypoacusis, myalgia, pain in extremity, vision blurred and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.